Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to bent cannula and was requesting infusion sets with a longer cannula. Customer's blood glucose was over 500 mg/dl. Customer was educated on causes and prevention of bent cannula. Sample infusion sets would be sent to customer.